Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse attempted to straight catheter a patient on (B)(6) 2023, the catheter did not have any openings at the end of the tube for fluid to flow.

Event description:
It was reported that nurse attempted to straight catheter a patient on (B)(6) 2023, the catheter did not have any openings at the end of the tube for fluid to flow.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 1 surestep intermittent catheter with no eyelets present. Therefore, product does not meet specifications which states "missing components are not allowed." Although an exact root cause could not be determined a potential root cause could be: thermocouple ooc: - thermocouple failure . Electrical failure. - inconsistent temp/hum profile. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as the reported event is confirmed manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.